Event description:
It was reported that the pt underwent a gynecological procedure on (B)(6) 2011 and mesh and ams monarc were implanted. It was also reported that the pt underwent a gynecological procedure on (B)(6) 2011 coloplast suspend fascia lata was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the pt has undergone multiple surgeries and revisionary procedures. No add'l info was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent robotic sacrocolpopexy, and cystoscopy due to pelvic prolapse and urinary incontinence. It was reported that patient underwent posterior colporrhaphy, enterocele repair and cystoscopy on (B)(6) 2012 due to pelvic prolapse. No additional information was provided.a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion - no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.